Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "while doctor was revising the patient's total hip, he stated that the liner that was implanted years ago had become disengaged and was not engaged into the acetabular cup."